Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an english police officer was investigating a patient¿s death and was requesting the output of the device. The deceased patient was suffering with hypoventilation syndrome. The patient required an oxygen machine with a fitted mask, to assist with her breathing at night time, with a monitor screen observed by her care assistant. The machine monitoring the patient's oxygen level may have a sound alarm to notify the care assistant with changes in the oxygen levels in the blood.

Manufacturer narrative:
Evaluation summary: the product was received for evaluation. Inspection of the pulse oximeter revealed the unit was in reasonable condition. The serial number was not able to be determined due to the age of the unit. The incident sensor lead was reported as being in very poor condition and the connector pins were very worn, with damage to the outer insulation and were covered in a layer of medical tape. The outer insulation in some areas were hardened and discolored. No sensors were retained. The unit was powered up and no anomalies were noted. All self-tests were completed, and no errors were noted. No logs were able to be accessed in the memory of the unit. A test monitor and test sensors were hooked up to the unit and the system performed satisfactorily for 10 minutes during the testing. Alarm levels were set to factory default settings and alarms were heard as expected. There was no battery warning alert, indicating that the battery had a sufficient charge. Nothing was found during testing that would have contributed to the reported event and the unit performed satisfactorily during all testing. Information has been added to the database and trends will continue to be monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a normal use, the machine was monitoring the patient's oxygen level that had a sound alarm to notify the care assistant with changes in the oxygen levels in the blood. The patient was deceased.